Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Under tcar flow reversal, a dissection was noted when .014 wire was being advanced in the common carotid artery. Two stents placed. Patient woke up with neuro check within normal limits.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Under tcar flow reversal, a dissection was noted when .014 wire was being advanced in the common carotid artery. Two stents placed. Patient woke up with neuro check within normal limits.